Manufacturer narrative:
The site declined to provide patient information, referencing japan national privacy laws. 09/18/2014 at the time of the event, an inspection indicated the failure was related to the 24v dc power supply. 10/08/2014 a medtronic representative, following-up at the site, reported the navigation system monitor was replaced, issue resolved. No further issues have been reported. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure, the navigation system monitor went black. The procedure continued by using the video out feature of the cart and displaying the images onto an external monitor. In trouble-shooting, an inspection indicated the failure was related to the 24v dc power supply. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.